Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code)updated data: b3, b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) has out of box failure. Helium bottle not fit in place. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found that they are currently in the process of pulling back all available inventory of the d202-00-0104 disposable helium tanks and sending them back to our supplier to have each tank valve measured. The supplier will then return conforming materials to be returned to inventory. This will allow us to get conforming materials back out to the field as quickly as possible. We received the root cause analysis for this failure on d202-00-0104 (tank he stl w/valve disp full) has already been done, there is no need to send the cylinders back, so they can scrap it locally. Additionally, we will work with the supplier to ensure this issue does not happen again. Root cause is being investigated in 23-scar-cahw-021 & 23-srf-cahw-027: the valve is created by condon mfg. Co. Inc. (Reference (B)(4) rev. J section 3.6.2) and is required to adhere to cga 930 (compressed gas association connection # 930), ¿standard medical cylinder valve yoke connection for pressures up to 3000 psi (60 680 kpa) for helium¿ (see attachment 1 for excerpt from cga requirements & attachment 2 for the 0202-00-0104 specification).during the manufacture of the female valve yoke by the supplier, the two indexed drill holes were manufactured out of the tolerance for the specification. The non-conformances with the returned components were confirmed. However, the root cause is determined.

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4, g2. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during installation by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has out of box failure. Helium bottle not fit in place. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has out of box failure. Helium bottle not fit in place.